Manufacturer narrative:
This complaint has been identified as b braun medical internal complaint number (B)(4). The actual device involved in the reported incident was not returned for evaluation. The logs were provided for review. Prior to 12:59, the customer loaded a template overtop of a setup where there is a non-ui buffer of station 1 on the micro side (13 ml). That new template does not have the ui buffer, but it seems the user may not know this, since it seems to be withholding 13 ml from station 1 for a ui buffer that is never actually executed. The issue was replicated by the investigation team and the issue will be addressed in the upcoming software release. All information concerning this reported incident has been included in our trend analysis of the product line.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: health professional team noticed that there have been a handful of orders being pumped at bbmus # (B)(4) that are having a discrepancy of exactly 13mls for line 1 (sterile water) of what is ordered and what is pumped. Health professional was informed that an error occurred on that pump a little after lunch (1pm) that caused them to restart the pump. The time stamps of some impacted bags are 2:34pm and 3:08pm.